Event description:
It was reported that during a lateral ankle stabilization case, the most proximal part of the anchor and fiberwire sheared off upon insertion; the anchor broke with one or two more turns left to make it flush. The implanted portion remained seated approximately 1mm proud; the surgeon left the anchor in place as it was secure in bone. The procedure was completed with a different type implant. Quality of bone was reported as hard. Surgeon had pre-drilled the distal fibula. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received and an evaluation was completed. The driver was returned without the implant; the square drive tip of the driver had been sheared off and its suture had been cut. Material analysis confirmed correct material type and hardness. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) for this type of event are inserting the implant at an angle that is not co-axial to the pilot hole or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The results of the investigation are being communicated to the event reporter.